Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient. The landing zone of 22-24 mm was measured fluoroscopically in two planes; measurements for orifice and depth not documented. Clinically significant leak noted around the lobe of the device during the procedure. On (B)(6) 2024, during follow up it was noticed that the amulet device has embolized to the left ventricle. The device was removed via transcatheter snare from the patient. It was unknown if a new device was implanted. The patient was reported to be recovering.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported migration or expulsion of device (device embolization) could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.